Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and was not working. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. However, it was mentioned that the customer was offered troubleshooting for the unspecified high blood glucose and the customer declined. Customer stated that the insulin pump had cracks that extended from the housing to the screen. The customer stated the insulin pump was not working properly due to the cracks and did not recall how the damages occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window. Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.